Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box, lot #73j1600708 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor found the hinge of the clip was broken when he was preparing to ligate with the clip during a child's appendectomy; the device was changed for another one to complete the surgery. The patient is in good condition.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there was one clip remaining in the cartridge. The cartridge was microscopically examined and it was found that the cartridge appears to have been scrapped. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The returned clip was able to properly load into the jaws of the applier and close. No functional issues were found with the returned clip. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, other remarks: breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "clip broken" was not confirmed based upon the sample received. Upon functional inspection, the one remaining clip was able to properly load into the jaws of a lab inventory applier and close. The cartridge was received with damage to the purple slots that appear to have been scrapped. The damage is consistent with damage that can be caused when an applier is not properly inserted into the slots to retrieve a clip. Since no functional issues were found with the returned clip and the applier was not returned, the reported issue could not be confirmed. No further action will be taken. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The doctor found the hinge of the clip was broken when he was preparing to ligate with the clip during a child's appendectomy; the device was changed for another one to complete the surgery. The patient is in good condition.